Event description:
Per the information provided to co by the physician's office, another medical device manufacturer's device was removed due to "fluid loss, i.e. Implant failure". Note: determination of reportability and categorization of this event was made according to this manufacturer's policies and procedures and the information received in compliance with medical device reporting regulations. These determinations are not intended to evaluate this occurrence or suggest a cause (ref. Sections b1,b2,h1).